Event description:
It was reported by the chief of the operating room, that the impactor broke in 2 parts while hammering on it during the op, and that there was no adverse consequence for the patient since another instrument was used to proceed.

Manufacturer narrative:
Additional information has been requested and if received, it will be provided on a supplemental report.